Event description:
It was reported that the iab was inserted in the cath lab. The patient was then transferred to the "floor". After the transfer, the autocat2 wave experienced helium loss alarms. The patient was taken back to the cath lab where the iab was exchanged. There were no reported patient complications.

Event description:
It was reported that the iab was inserted in the cath lab. The pt was then transferred to the "floor". After the transfer, the autocat2 wave experienced helium loss alarms. The pt was taken back to the cath lab where the iab was exchanged. There were no reported pt complications.